Event description:
The customer reported having high blood glucose of 489mg/dl. The caller stated that he used multiple infusion sets and everyone he pulled the cannula was bent, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.